Manufacturer narrative:
Product event : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert triggered, and the impedance trend on the lv pacing lead was variable. An lv pace lead impedance alert occurred on (B)(4) 2013. Maximum left ventricular pace impedance varies between 632 and greater than 16000 ohms between the weeks ending (B)(4) 2013 and (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance and was possibly fractured. It was noted that the lv lead was configured lv tip to right ventricular (rv) coil. It was also reported that the impedance of the superior vena cava (svc) coil of the right ventricular (rv) lead showed a sudden jump and was high. The lv lead was capped and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).